Manufacturer narrative:
The patient's date of birth and age were not provided. (B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 with a hemoglobin of 7.9 g/dl and reported experiencing melena 2 days prior. On (B)(6) 2015, an upper gastrointestinal series (ugi) was performed and the source of bleeding was clipped. There was no evidence of any arteriovenous malformations. A repeat ugi and colonoscopy performed the next day were inconclusive. It was reported that the patient was stable with no signs of bleeding and normal hemoglobin. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was readmitted and underwent a ugi and double balloon endoscopy, which showed spots of blood. It was reported that no further intervention could be performed. The pump speed was decreased and aspirin was discontinued. The patient's inr was 1.8-2.2. The patient was discharged home on (B)(6) 2015 with no further issues since.